Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to noise. It was noted the patient also received inappropriate anti-tachycardia pacing due to noise. The lead had high pacing impedance and was suspected to have fractured. Noise was able to be reproduced with manual palpitation of the device header. It was noted the patient had a fall the month prior and it was unknown whether anything had hit the area of the device. The lead was reprogrammed and then approximately a week later the lead was capped and replaced. No further patient complications have been reported as a result of this event.